Event description:
Reportable on analysis completed on 26-sept-2018. It was reported that the device could not cross the lesion. A rotawire was selected for use, however the wire failed to cross the lesion. The wire was replaced with a different model and the procedure was completed. No patient complications were reported. Device evaluated by manufacturer: the device was returned for analysis. Analysis of returned product revealed that the device presents the wire broken from its distal section, just 189 cm of wire were returned as part of the complaint. In addition a slight bend was observed on the wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was further reported that after replacing the device with a new one, rotational speed test was performed outside the patient but the rotawire got detached during the test.

Event description:
Reportable on analysis completed on (B)(6) 2018. It was reported that the device could not cross the lesion. A rotawire was selected for use, however the wire failed to cross the lesion. The wire was replaced with a different model and the procedure was completed. No patient complications were reported. Device evaluated by manufacturer: the device was returned for analysis. Analysis of returned product revealed that the device presents the wire broken from its distal section, just 189 cm of wire were returned as part of the complaint. In addition a slight bend was observed on the wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. It was further reported that after replacing the device with a new one, rotational speed test was performed outside the patient but the rotawire got detached during the test. It was further reported that the device was simply pulled out from the patient and that there were no device component left inside the patient's body. Patient is stable.